Event description:
Customer reported past incident of high blood glucose level over 400 mg/dl with large ketones that were deemed life threatening by a healthcare provider resulting in an emergency room (ER) visit, though event date was not clear. While in the ER, the customer was treated with an intravenous fluids of saline and insulin. The customer was released the next day with the issue resolved and no permanent damage. Customer declined further system check assistance, as no additional help was required.